Event description:
It was reported that the tip of the draw rod to the reflex hybrid rescue screwdriver broke off while removing two screws. The surgery was completed successfully no adverse consequences were reported.

Manufacturer narrative:
Method: device history review; results: the instrument fracture is likely a result of user-error related. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft ". Excessive tightening could also result in the deformation of the instrument distal tip. Conclusion: it is likely that a user error led to the breakage. However, not enough information was provided in order to determine the actual cause of the reported event.

Event description:
It was reported that the tip of the draw rod to the reflex hybrid rescue screwdriver broke off while removing two screws. The surgery was completed successfully no adverse consequences were reported.